Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reported it was a connection issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system had image orientation issues while using a 30 degree endoscope. According to the customer it has been an ongoing issue with multiple endoscopes. The customer explained that when the surgeon was using the 30 degree endoscope, the image orientation does not always change when the surgeon rotates the endoscope shaft. The 30 degree endoscope rotation remains unchanged. An intuitive surgical inc. (Isi) technical support engineer (tse) was unable to review the system logs due the logs being unavailable. The system would not synchronize the image when the endoscope shaft was rotated, and this issue was encountered with multiple endoscopes. The procedure was completed with no reported injury.